Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff observed arcing with the monopolar curved scissors (mcs) instrument. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the risk manager at the site and obtained additional information regarding the reported event. The da vinci hysterectomy procedure was not recorded. The mcs instrument and mcs tip cover accessory were inspected prior to the procedure and no issues were observed. At an unspecified time during the surgical procedure, the surgical staff noticed a burning smell and observed smoking around the distal end of the mcs instrument. After observing the smoke, the surgical staff removed the mcs instrument and then noticed black debris inside the patient. The surgical staff suctioned out the black particles and irrigated/cleaned out the area in the patient where the fragments were observed. When the surgical staff inspected the mcs instrument, a hole approximately 3 cm in length was observed on the distal end of the instrument's shaft. The risk manager indicated that the patient did not experience any intra-operative or post-operative complications. She did not know what electrosurgical unit (esu) type or settings were used during the surgical procedure. She also did not know if any instrument collisions occurred or what other instruments were in use when the reported event occurred. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that arcing was observed on the distal end of the mcs instrument's shaft. However, there is no evidence that the patient was harmed or injured because of the reported issue.